Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the got a replacement insulin pump and having some issues with it. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the new insulin pump buttons were hard to press and has been having high blood glucose issues since she got the new insulin pump. Customer also reported a possible delivery anomaly due blood glucose reading normally in the 90 mg/dl and would wake up with a blood glucose reading of 145 mg/dl. Customer declined troubleshooting. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the dat test. Pump delivered a bolus properly. No bolus under delivery anomaly noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected on lcd connector and no unlocked connector noted. Pump communicated properly to blood glucose meter. No blood glucose meter anomaly noted.pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.